Event description:
The reporter stated that reporter did meter to health care professional meter comparison tests, within 2 hours. Reporter's meter reading was 274 mg/dl, and rptr's doctor's meter (type unknown) read 100 mg/dl. No symptoms were reported. On f/u, testing was confirmed; the reporter did not wish to do any further troubleshooting. No harm was alleged.